Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited chronic nerve stimulation. This lead was successfully revised. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).